Event description:
The hcp reported that the patient was experiencing severe lower extremity pain and spasms. The pump was being used to deliver dilaudid, 70 mg/ml, at a rate of 46-48 mg/day. A magnetic resonance imaging was done (date unknown) and revealed a granuloma at the catheter tip. The catheter was repositioned. The pump contents and programming were changed to deliver dilaudid, 20 mg/ml, at 5.005 mg/day and bupivacaine, 30 mg/ml, at 7.507 mg/day. Two weeks after the original report of symptoms, the hcp reported that the left leg symptoms had resolved, the right leg symptoms had improved, and the patient's strength had improved. The hcp reported that there was no plan to do a follow-up magnetic resonance imaging at that time. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.